Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the transection of lung parenchyma on a laparoscopy video assisted thoracoscopic lobectomy, the stapler did not fire. Another reload was used to complete the case. There was no patient injury.